Event description:
On an unknown date, a patient in france underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient experienced postoperative complications after her preventive tube replacement and was prescribed oral fluconazole 400mg 4 times a day. Device is still in use.

Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Post procedural complications are a known complication of a peg- j tube placement. H6 code of e2402 was chosen to capture the event of post procedural complications. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.